Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic fluoroscopic image was provided and reviewed. The image depicts at least two of the filter legs appear entangled and not fully expanded. Therefore, based on the image review, the reported activation, positioning or separation problem is confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly not deployed properly. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in device information has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Expiration date: 03/2025.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly not deployed properly. The procedure was completed by using another device. There was no reported patient injury.